Manufacturer narrative:
Explant date: (B)(6) 2008. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.